Manufacturer narrative:
No product will be returned for evaluation.

Event description:
In 2008, the pt's mother reported that the infusion device displayed e4 (occlusion) during a bolus of 4.4 units of insulin. The infusion device delivered 2.9 units of insulin before displaying the e4 error. The pt's father immediately changed the infusion set and insulin cartridge prior to the report. The error was not reproducible. The pt's blood glucose was elevated to 440 mg/dl and the remaining 1.5 units of insulin was delivered without error. Upon follow up ten days later, the pt's mother stated that the pt's blood glucose returned to normal (range not provided) and the pt had no further issues. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.